Manufacturer narrative:
Thv/tvt registry . (B)(4). Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve appeared to be calcified with moderate severe to severe aortic stenosis 30 months post implant. The exact cause of the valve stenosis cannot be confirmed. Patient factors (history of moderate to severe as, ckd stage ii to stage iii) likely contributed to the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the s3u clinical trial study, 30 months post deployment of a 23 mm sapien 3 valve via the transfemoral approach, echo indicated moderately severe to severe aortic stenosis. Medical record review revealed that the patient presented with complaints of abdominal pain and ¿just not feeling well¿. The patient reported that treatment for a uti had recently been received. While awaiting the CT scan, it was noted that the patient¿s o2 sat was decreased to 80¿s. The patient was started on o2. Chest x-rays and labs were consistent with chf and possible pneumonia or pulmonary edema. The patient was started on antibiotic treatment and admitted for hypoxia and chf exacerbation. The patient responded to the supplemental oxygen and ¿gentle¿ diuresis. Echocardiogram indicated an aortic valve area of 0.8 cm2 to 0.9 cm2, with a mean gradient of 30 mmhg. The aortic valve was also noted to be calcified with moderately severe to severe aortic stenosis present. Mitral annular calcification (mac) was also noted. The patient was initially treated for acute decompensated heart failure. The patient responded to the therapy and was discharged in stable condition 2 days post admission.